Event description:
It was reported by the customer that the bassinet tub was significantly damaged and was potentially no longer structurally sound. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This issue was resolved for the customer by informing that the tub was outside of its warranty and informing them that this was often attributed to improper cleaning procedures. Updated product information of device involved in reported incident.

Event description:
It was reported by the customer that the bassinet tub was significantly damaged and was potentially no longer structurally sound. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.